Manufacturer narrative:
(B)(4). It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was reported the patient was hospitalized for another indication and during this hospitalization, the patient's pd effluent was reported to be cloudy. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.